Manufacturer narrative:
B3: event date: this occurred sometime in (B)(6) 2024. D4: unique identifier (UDI) #: the product code and lot number are unknown; therefore, the UDI number could not be compiled. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) unspecified elastomeric pumps leaked chemotherapeutic drug from the terminal cap. This occurred during setup prior to patient use. There was no patient involvement. No additional information is available.s